Event description:
(B)(4). Side effects started with migraines that would not go away, around the same time, on and off hives and severe bloating and constipation issues. By (B)(6), migraines got worse, periods became heavier and cramps became much worse. By april, began having 2 periods a month with severe cramps and heavy bleeding. Still having painful cycles, migraines to the point of throwing up, restless nights, mood swings, painful intercourse, constipation issues, to name a few. Had lab work done to rule out thyroid issues and came back normal. Changed my diet, nothing changed symptom wise. I do have a nickel allergy which I recently found out.